Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter does not turn on and has crooked lines through the display. These issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date, after eating his usual lunch, the patient obtained the blood glucose result of 167 mg/dl on the reported meter. At that time, while out at a store shopping, the patient was not feeling well and experiencing the symptom of dizziness. He retested his blood glucose level within 30 minutes, and obtained a reading of 157 mg/dl. The patient took no actions based on these meter readings. While driving home, the patient "started to lose his vision"; he stopped the car and then passed out. The patient's wife contacted emergency services. Paramedics arrived and tested the patient's blood glucose level to be 32 mg/dl. The patient was treated with intravenous glucose and transported to the emergency room. Earlier that day, the patient had obtained readings as expected and had taken his usual meals. The patient had taken only his dose of long acting insulin, and had not taken any short-acting insulin. The patient manages his diabetes with n insulin in the mornings and r insulin on a sliding scale. The patient's expected fasting blood glucose levels range from 110 mg/dl to 120 mg/dl and he experiences low levels at 10:00 am. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.